Event description:
Patient reported right side "possible rupture". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported right "fluid". The device has been explanted.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening device on posterior side assessed as unidentified (tear) opening (shell thickness was within specification). Seroma-late: unable to confirm as it is a medical event not related to the device. Additional observations: brown particles on the surface of the shell. Crease fold observed. No further actions are required as the device was implanted."

Event description:
Patient reported right side "possible rupture". Healthcare professional later reported rupture and "fluid found". The device has been explanted.